Event description:
The patient stated that when the volume of insulin in her insulin cartridge got low, she observed and e4 (occlusion) error on her infusion device. She stated that it occured in 2007 when the cartridge had 53 units of insulin remaining. Four days earlier, she conveyed that this occured when the cartridge had 42 units of insulin remaining. She reported that this problem has recurred since the beginning use of the infusion device approx three months earlier. She stated that "it has happened with every cartridge since she started using it (the infusion device)." The patient did not report blood glucose concerns related to this issue. The infusion device was replaced and requested to be returned for evaluation. The patient did not require medical assistance from a healthcare professional or second party to address the issue.